Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "flow rate accuracy test.(18. 937g &. 18. 748g.)" Was not reproduced. A review of the event history log (ehl) revealed no abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed flow rate accuracy test at (18.937g & 18. 748g) during testing in the biomedical service department. There was no patient involvement. No additional information is available.